Event description:
P/s lead trends went from 500 ohms to 1700 ohms in the past 3 months, rise noted in the defib impedance as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).